Event description:
The facility reports the bath was completed and the staff member had removed the resident from the tub and turned around to drain the water out of the tub. She heard a crash and, when she turned around, found that the lift had tipped over. The seat belt was on the reisdent when the lift fell forward. The resident hit their head on the floor and crushed their finger under the arm of the chair, suffering a fractured finger, contusion to the eyebrow, a cut on the bridge of the nose, and bruising to the right side of the head. The resident was released from the hospital later in the day.